Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 40cm mustang balloon catheter was selected for use. During preparation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable after the procedure.